Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: one opening observed on posterior side assessed as fold flaw opening. Additional observations: ¿ creases were observed. ¿ wear abrasion observed. ¿ yellow particles inner the surface of the shell.

Event description:
Healthcare provider confirmed left side deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, e1, g2, h6.

Event description:
Healthcare provider confirmed left side deflation. The device has been explanted .